Event description:
Additional information was received from the area representative indicating the patient underwent lead replacement surgery. Attempts to obtain the explanted device returned to the manufacturer have been unsuccessful to date.

Event description:
It was reported by a company representative that high impedance was found on a vns patient during a follow-up appointment. No manipulation or trauma was reported to have contributed to the reported high lead impedance. X-rays were recommended by the company representative in order to analyze the state of the lead. At the moment (B)(4) attempts to obtain further information has been unsuccessful to date. Revision surgery is likely at this point but has not been confirmed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the area representative indicating the patient was seen for re-implant surgery. The surgeon replaced the generator and the previously reported high impedance was present. A lead discontinuity was not visualized based on the chest view of the lead and the surgeon believed there was fibrosis on the nerve. Surgical intervention to change the lead was planned, but no exact date was provided. X-rays were taken and sent to the manufacturer for review. Review of x-rays indicated the generator was visualized in a normal placement, in the left upper chest. The filter feed-through wires appeared to be intact, and the lead connector pin appeared to be fully inserted into the generator connector block. A part of the lead body was placed behind the generator and could not be fully assessed. The electrodes appeared to be placed in normal arrangement. No acute angles were observed in the assessed portions of the lead; no lead break was found in the visible portion of the lead. At the moment, attempts for further information have been unsuccessful to date.